Manufacturer narrative:
Need for corrections to the following sections was noted on 11/07/2017 (date): patient age at time of 1st onset of event ((B)(6) 2015) was (B)(6). Patient weight added. Initial date of event (1st onset) is (B)(6) 2015. Event or problem is revised (moved relevant narrative information and added patient presentation of angina on (B)(6) 2017). Relevant tests: added lab information. Other relevant history: moved relevant medical history. Implant date corrected. Report source revised. (B)(4). Revised additional manufacturer narrative as follows: the device was not returned as the stent remains implanted in the patient. There was no reported device malfunction. A review of the device history record confirmed that there were no non-confirmances for this lot, indicating that this device met its pre-determined specifications. Restenosis and angina are labeled in the cobra pzf instructions for use as known potential adverse events. The investigator considered the most recent event of in-stent restenosis in mid lad serious, severe in intensity, possibly related to the study device (and the other 2 devices noted above) and not related to the procedure. The sponsor believes this patient seems at high risk for restenosis as noted in the repeated events mentioned above and the restenosis events are most likely multifactorial. Patient's vascularity, underlying disease progression, hyperlipidemia and sarcoidosis, in addition to reaction to the stent material (cobra pzf stent, alpine and resolute), are all likely contributed to these events. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling; there is no evidence of a device deficiency.

Event description:
In-stent restenosis. Patient is enrolled in (B)(6) trial. Adverse event occurred in u.s. Three stents are involved in this event of in-stent restenosis in mid lad (left anterior descending); one cobra pzf and 2 des (drug eluting stents): a (B)(6) male subject underwent the pci (percutaneous coronary intervention) and appropriate deployment of the cobra pzf¿ coronary stent system (3x18 mm) to the distal mid lad target de novo type b1 acc/aha lesion on (B)(6) 2014 per protocol (pzf shield trial). The subject has relevant medical history of hyperlipidemia, sarcoidosis and current smoker. The subject's concomitant medications include aspirin, toprol xl, crestor and prasugrel. The following 2 restenosis have been reported to the FDA in the trial annual progress reports and PMA: on (B)(6) 2015, the patient had in-stent restenosis (65% measured by the core lab and it was noted as a diffuse isr). The lesion was re-vascularized with a drug eluting stent (alpine 3x18 mm). On (B)(6) 2016, the coronary angiography by the site indicated a patent stent in the mid lad. There was a lucency just at the distal edge of the stent (approximately 5 mm far from the distal edge) with very discrete stenosis of about 75%. The site further noted an intravascular ultrasound revealed "just at the distal edge of the stent in an un-stented area a soft plaque stenosis with minimal cross-sectional area of 3mm2". This lesion was stented with a 2.5 x 8 mm drug eluting stent (resolute) overlapping with the previous stent, which was post-dilated with a noncompliant balloon of the same size at 16 atm increasing area from 3 to 5.2 mm2 (sq.mm). The angiographic core lab reported pre-revascularization images not available, thus, unable to determine patency at follow-up visit. On (B)(6) 2017 (almost 3 yearspost I ndex procedure), the patient presented with angina and his stress test was abnormal; the patient noticed decline in exercise tolerance and fatigue. Coronary angiography showed 90% discrete in-stent restenosis in the mid lad (distal to the previously implanted cobra pzf stent). The lesion was treated with 2.5x8 mm xience stent. The stenosis was reduced to 0%. There were no complications and no dissections. The subject was discharged on the same day. The event was considered resolved on (B)(6) 2017.

Manufacturer narrative:
Three stents are involved in this event of in-stent restenosis in mid lad (left anterior descending); one cobra pzf and 2 des (drug eluting stents): a (B)(6) year old male subject underwent the pci (percutaneous coronary intervention) and appropriate deployment of the cobra pzf¿ coronary stent system (3x18 mm) to the distal mid lad target de novo type b1 acc/aha lesion on (B)(6) 2014 per protocol (pzf shield trial). The subject has relevant medical history of hyperlipidemia, sarcoidosis and current smoker. The subject's concomitant medications include aspirin, toprol xl, crestor and prasugrel. The following 2 restenosis have been reported to the FDA in the trial annual progress reports and PMA: · on (B)(6)2015, the patient had in-stent restenosis (65% measured by the core lab and it was noted as a diffuse isr). The lesion was re-vascularized with a drug eluting stent (alpine 3x18 mm). · on (B)(6) 2016, the coronary angiography by the site indicated a patent stent in the mid lad. There was a lucency just at the distal edge of the stent (approximately 5 mm far from the distal edge) with very discrete stenosis of about 75%. The site further noted an intravascular ultrasound revealed "just at the distal edge of the stent in an un-stented area a soft plaque stenosis with minimal cross-sectional area of 3mm2". This lesion was stented with a 2.5 x 8 mm drug eluting stent (resolute) overlapping with the previous stent, which was post-dilated with a noncompliant balloon of the same size at 16 atm increasing area from 3 to 5.2 mm2 (sq.mm). The angiographic core lab reported pre-revascularization images not available, thus, unable to determine patency at follow-up visit. The subject noticed decline in exercise tolerance and fatigue, his stress test was abnormal. On (B)(6) 2017 (almost 3 year post index procedure), coronary angiography showed 90% discrete in-stent restenosis in the mid lad (distal to the previously implanted cobra pzf stent). The lesion was treated with 2.5x8 mm xience stent. The stenosis was reduced to 0%. There were no complications and no dissections. The subject was discharged on the same day. The event was considered resolved on (B)(6) 2017. The investigator considered the most recent event of in-stent restenosis in mid lad serious, severe in intensity, possibly related to the study device (and the other 2 devices noted above) and not related to the procedure. The sponsor believes this patient seems at high risk for restenosis as noted in the repeated events mentioned above and the restenosis events are most likely multifactorial. Patient's vascularity, underlying disease progression, hyperlipidemia and sarcoidosis, in addition to reaction to the stent material (cobra pzf stent, alpine and resolute), are all likely contributed to these events. Device discarded; successful implant.

Event description:
In-stent restenosis. Patient is enrolled in pzf shield trial. Adverse event occurred in u.s.